Event description:
Upon delivery, the tubing of one (1) eclipse homepump (model # e102000, lot # 0202736344) filled with piperacillin tazobactam 4.5 grams in 0.9% sodium chloride 100 ml arrived to the infusion center broken.